Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. The photo shows a tube with the label present, however the issue of stopper pop off was not observed. Additionally, 100 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Furthermore, 10 retention samples were functionally tested and there were no issues related to stopper pop off observed. Bd was unable to confirm the customer¿s indicated failure mode because the photo did not show the failure mode and retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to determine a root cause for the reported issue.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pops out of the tube and there is blood splatter. The following information was provided by the initial reporter. The customer stated: "after opening the cover for blood collection and returning the cover, the cover is dropped, causing the sample to splash."